Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of injury ("injury") in a 49 year-old female patient who had essure inserted (lot no. D19861,d06929) for female sterilisation. The patient had a medical history of left lower quadrant pain and abdominal pain in 2015 and per vaginal bleeding, metrorrhagia, overweight, uterine fibroid, uterus enlarged and ovary enlarged. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced injury (seriousness criteria medically important and intervention required). The patient was treated with surgery (total abdominal hysterectomy abdominoplasty and liposculpture). Essure was removed. The reporter considered injury to be related to essure administration. The reporter commented: as per CT abdominal/pelvis with contrast on (B)(6) 2015 - iud in expected position as per ultrasound pelvis non-ob on (B)(6) 2015 - endometrial stripe: 8.4 mm. Iud identified essure insertion date (B)(6) 2016 she will continue to be hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.153 kg/sqm. [Computerised tomogram pelvis] on (B)(6) 2015: reason for exam: abdominal pain history: left lower quadrant pain. Findings: no pulmonary parenchymal or pleural abnormality is identified at the lung base. The liver, spleen, pancreas and adrenal glands are normal. Opinion: 1. Enlarged left ovary with multiple fat containing dermoids, 1 containing calcification. Regional free fluid. Pelvic ultrasound may be used for further evaluation, as clinically indicated. 2. Enlarged uterus with fibroids. Iud in expected position. [Pathology test] on (B)(6) 2018: specimen: complete uterus without adnexa clinical data: myomatosis, cervix with no visible lesions. Histopathological diagnosis: chronic active endocervicitis of moderate intensity. Proliferative endometrium. Intramural and subserosal uterine leiomyomatosis. Negative for malignancy. [Ultrasound pelvis] on (B)(6) 2015: reason for exam abdominal pain, neg pregnancy, cyston CT details: uterus: 11.9 x 6.9 x 9.1 cm. Endometrial stripe: 8.4 mm. Iud identified. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 03-nov-2023: reporters,medical history,lab data,non drug treatment added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of injury ("injury") in a 49 year-old female patient who had essure inserted (lot no. D19861,d06929) for female sterilisation. The patient had a medical history of left lower quadrant pain and abdominal pain in 2015 and overweight, uterine fibroid, uterus enlarged and ovary enlarged. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced injury (seriousness criterion medically important). Essure was removed. The reporter considered injury to be related to essure administration. The reporter commented: as per CT abdominal/pelvis with contrast on (B)(6) 2015 - iud in expected position. As per ultrasound pelvis non-ob on (B)(6) 2015 - endometrial stripe: 8.4 mm. Iud identified essure insertion date (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.153 kg/sqm. [Computerised tomogram pelvis] on (B)(6) 2015: reason for exam: abdominal pain history: left lower quadrant pain. Findings: no pulmonary parenchymal or pleural abnormality is identified at the lung base. The liver, spleen, pancreas and adrenal glands are normal. Opinion: 1. Enlarged left ovary with multiple fat containing dermoids, 1 containing calcification. Regional free fluid. Pelvic ultrasound may be used for further evaluation, as clinically indicated. 2. Enlarged uterus with fibroids. Iud in expected position. [Ultrasound pelvis] on (B)(6) 2015: reason for exam: abdominal pain, neg pregnancy, cyston CT. Details: uterus: 11.9 x 6.9 x 9.1 cm. Endometrial stripe: 8.4 mm. Iud identified. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of injury ("injury") in a 49 year-old female patient who had essure inserted (lot no. D06929) for female sterilisation. The patient had a medical history of left lower quadrant pain and abdominal pain in 2015 and per vaginal bleeding, metrorrhagia, overweight, uterine fibroid, uterus enlarged and ovary enlarged. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced injury (seriousness criteria medically important and intervention required). The patient was treated with surgery (total abdominal hysterectomy abdominoplasty and liposculpture). Essure was removed. The reporter considered injury to be related to essure administration. The reporter commented: as per CT abdominal/pelvis with contrast on (B)(6) 2015 - iud in expected position. As per ultrasound pelvis non-ob on (B)(6) 2015 - endometrial stripe: 8.4 mm. Iud identified essure insertion date (B)(6) 2016. She will continue to be hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.153 kg/sqm. [Computerised tomogram pelvis] on (B)(6) 2015: reason for exam: abdominal pain history: left lower quadrant pain. Findings: no pulmonary parenchymal or pleural abnormality is identified at the lung base. The liver, spleen, pancreas and adrenal glands are normal. Opinion: 1. Enlarged left ovary with multiple fat containing dermoids, 1 containing calcification. Regional free fluid. Pelvic ultrasound may be used for further evaluation, as clinically indicated. 2. Enlarged uterus with fibroids. Iud in expected position. [Pathology test] on (B)(6) 2018: specimen: complete uterus without adnexa clinical data: myomatosis, cervix with no visible lesions. Histopathological diagnosis: -chronic active endocervicitis of moderate intensity. -proliferative endometrium. -intramural and subserosal uterine leiomyomatosis. -negative for malignancy. [Ultrasound pelvis] on (B)(6) 2015: reason for exam abdominal pain, neg pregnancy, cyston CT details: uterus: 11.9 x 6.9 x 9.1 cm. Endometrial stripe: 8.4 mm. Iud identified. Lot number d06929 manufacture date: 2014-10, expiration date: 2017-10. Reported lot number d19861 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.